Event description:
Customer reported image on monitor was dark and images were not saved.

Manufacturer narrative:
Gehc surgery service personnel verified monitor brightness and contrast. Verified auto tracking and focus of system. Tested image system with staff and returned to service.